Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported false air in line alarm, which was not reproduced but was confirmed through review of the event history log. No component could be identified for causality and the pump performed with passing results during an air in line test. The pump was processed to ensure proper functionality before being returned to the customer.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Manufacturer report number 1314492-2015-08689 submitted on 8/24/2015 was submitted as a duplicate of manufacturer report number 1314492-2015-06910 submitted on 6/17/2015. Manufacturer report number 1314492-2015-08689 is a duplicate report and can be removed from the FDA database.